Event description:
New information received indicates that the lead was capped and replaced during the generator change out. The patient was stable post-procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an out of range, increasing hvli was noted on the riata lead. Bringing the patient in clinic for testing and imaging of the lead was suggested. The patient left the state and is aware of the consequences. Nurse suggested to follow-up with cardiologist at the new location as soon as possible.